Event description:
It was reported that the patient fainted and was sent to the hospital. Device interrogation showed the device had reached battery depletion prematurely. The device will be explanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.